Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip and steerable guide catheter devices referenced are filed under separate medwatch report numbers.

Event description:
This is being filed to report during preparation, air bubbles were noted in the delivery handle of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. During preparation, the clip delivery system (cds) (cds0701-xtw, 10910r428) had bubbles in the delivery catheter handle. Attempts to eliminate the air bubbles let to more bubbles. Therefore, the cds was not used. A second cds (cds0701-xtw, 10910r426) was prepped successfully and advanced to the mitral valve. When positioning the clip, the patient blood pressure dropped, and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. The patient was checked for a pericardial effusion, but there was none seen. The sgc and cds were flushed, and all valves were cleared. There were no issues noted with the devices. Medication and extra oxygen were given to the patient. The patient was stabilized, and the procedure continued. The patient¿s blood pressure dropped again and heart rate. The patient was stabilized again, but it was decided to end the procedure as it was suspected the patient had an air embolism but was not confirmed. Outside the patient anatomy, the cds was inspected and there appeared to be air bubbles in the cds shaft. It was then thought that the steerable guide catheter (sgc0701, 10915r207) might have had a leak and not noted. The patient was stable after the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the observed leak during testing was due to the identified the unraveled polyimide tubing. The unravel polyimide tubing appears to be due to troubleshooting maneuvers at the account as an attempted to eliminate the air bubble by loosening and closings of the cap can cause the polyimide tubing to become unraveled, created more air bubbles and result in the leaks. The reported leak during preparation at the account cannot be determined as no leak was observed after rewrapping the polyimide tubing and re-threading the cap tightly back onto the lever. There is no indication of a product issue with respect to manufacture, design or labeling.